Event description:
It was reported that during the use of bd vacutainer® (no additive) plus urine tube, one (1) tube leaked from the bottom of the tube. The customer indicated that the issue resulted from incorrect use, as the user punctured a hole in the bottom of the tube resulting in urine leak. No health impact or adverse consequence was reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.